Manufacturer narrative:
Additional information received indicated that patient was initially positioned prone for a cervical fusion surgery on (B)(6) 2021. Patient slipped in pins after being stimulated for nerve integrity monitoring and had a scalp laceration which was stapled to close. There was a delay in surgery for 30 minutes and they repositioned patient with a new integra mayfield skull pins. Device history record: the DHR shows no abnormalities related to the reported failure. With respect to the returned mayfield modified skull clamp (a1059), it has passed all specific functional testing requirements, except for the lock having rotational movement. When the unit is properly positioned and put under pressure the unit will function properly. Unit needs heli-coils added to the large starburst threads. The reported complaint was not confirmed. Evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped during an unspecified case. No patient injury or surgical delay has been reported.